Manufacturer narrative:
Device evaluation: the report of outflow graft occlusion was confirmed through the evaluation of the returned device. The pump was returned with the sealed outflow graft and bend relief detached and sliced open. Examination of the sealed outflow graft found a red, tissue-like thrombus in the distal end of the lumen. The tissue had formed to the shape of the graft convolutions and was adhered to the graft lumen. The thrombus appeared consistent with the report of a 90% occlusion visualized through the 3d CT scan. Examination of the sealed inflow conduit noted a thin biological lining in the inlet tube and inflow graft. The linings appeared consistent with poor surface washing resulting from an interruption in flow. The patient had received a pump exchange on (B)(6) 2017, one day prior to the reported event. During the procedure, the sealed inflow conduit and sealed outflow graft were not exchanged. The evaluation could not conclusively determine the cause of the outflow graft thrombus or the duration the observed depositions had been present. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00572. (B)(4). Approximate age of device - 6 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient continued with low flow alarms post pump exchange of (B)(6) 2017. A 3d computed tomography revealed approximately 90% occlusion of the outflow graft. A decision was made to perform a full exchange of the inflow conduit, pump and outflow graft.